Event description:
Pt underwent total hip arthroplasty on 05/02/96. Pt fell, dislocated then relocated hip prosthesis sometime in 1997. Revision procedure was performed in 1999 due to increasing pain. Elliptical wear pattern was reported on the acetabular liner component. Subject liner and modular head were replaced.